Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "the following instructions are indicated: malfunction and adverse events: malfunction: - catheter kinking, damage, rupture, - difficulty or failure to remove the device, - occlusion of catheter inner lumens, - encrustation, - accidental removal of the device due to leakage of sterile water or balloon rupture, - device damaged due to inappropriate use, - failure to measure temperature, - improper temperature indication." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was no air vent on the drainage bag.